Event description:
The surgeon attempted to implant a cc4204bf lens. The surgeon was unable to get the lens properly into the capsular bag, causing a posterior capsule tear. The incision was enlarged to remove the lens and a vitrectomy was performed and a suture was required to close the wound. Surgery was completed using another lens.